Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to the high blood glucose level (B)(6) 2018. The customer¿s blood glucose level at the time of the hospitalization was 500 mg/dl. The customer¿s current blood glucose level was 407 mg/dl. The customer was treated with intravenous drip. Customer was assisted with the troubleshooting. The customer had few symptom like vomiting and the customer¿s heart was hurting and the customer was unable to eat. The customer stated that the drive support cap was flushed out. The insulin pump will be returned and reservoir will not be returned for the analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test at 0.08720 inches. The drive support disk was inspected and no anomaly was noted. Device received with cracked case at display window corners, display window, reservoir tube lip, reservoir tube window corners, reservoir tube window, belt clip slot and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label.